Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that a patient presented in the intensive care the night after she had coded and been shocked. Upon interrogation the right atrial lead had no signals and no capture. It had been determined that the lead had fallen.

Event description:
New information notes that programming changes were done to deactivate the lead. The patient was stable and asymptomatic.